Event description:
The rotator is broken. It was found when intended to connect to a catheter. No harm or injury reported.

Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation/investigation. A review of the device history record could not be accomplished due to customer not knowing the lot number of the affected device. A follow up report will be submitted when the evaluation is completed. Conclusions: a follow-up report will be submitted when the evaluation is completed.